Event description:
It was reported that the preoperative and postoperative diagnosis was a ¿malfunctioning¿ spinal cord stimulator (scs). The patient had been experiencing intermittent coverage of the epidural scs and it was quite unpredictable and movement related if he would have the coverage or not. The intermittent coverage was unsatisfactory for the patient and he requested re-exploration. The matter was discussed with the manufacturer's representative and various options were chosen. The procedure performed included the following: removal of the epidural scs paddle; removal of the epidural scs battery; thoracic partial laminotomy at t8, 9, 10 and decompression of the thoracic canal; placement of the extended aponeurosis scs bridging from t9-10 disk spaced to t7-8 and for complete coverage and elimination of the intermittent coverage the patient was complaining; creation of the new pocket and extension of the pocket from the previous battery site, and placement of the battery after tunneling the battery in the subcutaneous pocket after connecting it with the new lead from the thoracic region (very difficult because of the old paddle and the leads were similarly squared down). After the patient was positioned prone on the operating table, his back and right buttock was prepped and draped in the usual manner. The previous incision was opened and extended. There was extensive scarring that had occurred around the leads, and the anchors. The connectors were completely engulfed in scar tissue which was slowly teased open and released and the paddles were removed. The leads were discontinued from the paddle, and the paddle was removed from the thoracic spine in that region. The battery site pocket was opened with a 10-blade, and the battery was exposed, and opened after sharp and blunt dissection. The leads were removed from the battery. The spinal canal was examined and it was found to have been fibrosed at various levels. The new paddle could not be passed beyond the previous paddle pocket. The new pocket was considerably longer. It was decided to do a laminotomy at t9 and t19 and make an extension in the epidural space. This was accomplished in a careful manner. An extra-long epidural spinal paddle was placed in order to avoid it being movement sensitive and to provide better coverage. This paddle had two leads which were anchored to the intraspinous fascia. The leads were tunneled subcutaneously into the right buttock pocket. The leads were connected into the battery and tightened according to the manufacturer's suggestion. The operative site was irrigated with hemostasis solution. Hemostasis was performed. The retractors were removed and hemostasis was performed again. The fascia was closed with 0-vicryl. The subcutaneous tissue was closed with 2-0 vicryl. The skin was closed with staples in the thoracic region. The subcutaneous tissue of the pocket was closed with 2-0 vicryl, and the skin was closed with staples. The patient tolerated the procedure well, and was sent to the recovery room in stable condition. The patient had recovered without permanent impairment. Per the healthcare professional (hcp) notes, this procedure took place on (B)(6) 2015. Per device registry, the lead and extension were removed at this procedure, but the same implantable neurostimulator (ins) was remained implanted. Refer to report# 3004209178-2015-04618 that pertains to the ins replacement in 2015.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3998, lot # v006888, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type extension. (B)(4).